Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event information. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06078. It was reported that the patient underwent a system explant for an unknown reason.